Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient and orders were not crossed over. A technical support specialist (tss) had dialed into the server and checked downtime query, which was not current and then restarted the external messaging services but still issue persisted. Further tss had rebooted the device as per knowledge article (ka) - "pyxis es server reboot process and validation" to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had an issue that patients and orders were not crossed over. However, there were no delay to patient care and adverse events or injuries reported based on this incident.